Manufacturer narrative:
The reported meter (B)(6) was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. The meter did power on with button depression and upon docking. A control solution testing was performed on retained strips and all results were satisfactory. No malfunction or product deficiency was identified. Extended investigation was also performed for the freestyle precision pro meter. There was no indication that the product did not meet specification. The dhrs showed the freestyle precision pro meter passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance that could lead to the complaint. A tripped trend review was performed for the reported complaint and precision strips showed no anomalies or non-conformance that could lead to the complaint. If the precision test strips are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A health care professional reported a high reading from an adc hospital blood glucose meter. The health care professional reported a high reading of 70 mg/dl which was higher than a lab reading of 29 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported a high reading from an adc hospital blood glucose meter. The health care professional reported a high reading of 70 mg/dl which was higher than a lab reading of 29 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.